Event description:
It was reported that the user accidentally closed a car door on the ilet and subsequently experienced persistent alert 67 with repeated resets to initial setup requiring reentry of date and time, consistent with a power regulation or voltage anomaly after external physical damage; the user restarted the device without resolution, switched to backup therapy, and continued using a compatible cgm, and replacement and additional training were arranged. Symptoms included device alarms and loss of configured settings. Outcomes included temporary interruption of automated insulin therapy and use of alternative therapy while awaiting replacement. Investigation included user troubleshooting guidance, data synchronization instructions, and coordination for device return and replacement. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.